Event description:
On (B)(6) 2013, the patient contacted animas stating after changing out the battery, the display screen was blank. There was reportedly sound and vibration. It was noted that the patient was using the ultimate lithium battery. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/25/2014 with the following findings: a review of the pump history revealed a call service alarm cs 054. There was no blank screen observed during investigation. The display was found to be fully functional and had good contrast. There were no errors, alarms or warnings related to the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.